Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and she has given herself over 30 unit. Customer took a manual injection of 8u and was told to change her set, so she attempted to and noticed insulin pooling in the res compartment. Customer states they are unsure if there is an air bubble in the reservoir. Customer reports fluid in the reservoir compartment. Customer performed self-test which was passed. Customer states the leak is past 2nd o ring. After troubleshooting, customer was advised the reservoir will be replaced. Customer acknowledged that her high blood glucose was due to the res leaking and not the functionality of the pump. The reservoir will be returned for analysis and pump will not returned for analysis.